Event description:
It was reported the device was used during a bowel resection. It was reported the tlc55 worked for three firings although the surgeon noted difficulty in the firing. On the fourth firing the instrument would only fire half the length of the anvil/stapler. The case was completed by opening another stapler. There was no consequence to the pt.